Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the wheels on the cart of the subject device are broken. The issue was found during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report was sent in error as the issue involving the broken cart wheels would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.